Event description:
Patient reportedly experienced a hypoglycemic event while using the suspect device, due to overestimation of blood glucose values, coincident to extraneal therapy (which is a labeled interferent for the test strips). Patient reported that blood glucose, obtained on the suspect device, was 7 mmol/l. No reference value was provided. As a result, patient reportedly developed an irreversible cerebral lesion. No additional details of patient's diagnosis or treatment were provided. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
Information was originally received, on august 11, 2003 by: roche diagnostics, france 2 avenue du vercors meylan, france 476-76-3000